Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web/email.

Event description:
Reported false negative sars result for 1 symptomatic (1 day post onset of symptoms) consumer. The consumer's child communicated the result was confirmed positive by another rapid antigen assay the same day. 2 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Correction: a1 - updated patient identifier number. B4 - added today's date of the follow-up correction report. D4 - please remove lot number from initial report. H6 - please remove code 3331 from initial report. H10 - updated manufacturer narrative. Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: web/email.